Event description:
It was reported that patients spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7077994, UDI: (B)(4).